Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After the guidewire passed through, a 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation, however, during initial inflation at 10 atmospheres, the balloon ruptured. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced but also ruptured at 12 atmospheres. Both devices were removed from the patient's body without any issues. The procedure was completed with a non-bsc device. No patient complications nor injuries reported.